Manufacturer narrative:
(B)(4). Complaint verification testing of the needle being dull could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided. Additional information was obtained from the customer stating that the needle repeatedly rolled off the femoral artery and was unable to immediately pass into the vessel. The patient condition is fine; a femoral artery surgical patch was used to repair the dissection. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "one of the dr's reported today that the needle was dull. The needle repeatedly rolled off the femoral artery and was unable to immediately pass into the vessel. A femoral artery surgical patch was required to repair the dissection. The patient was reported as fine post the procedure."

Event description:
It was reported that: "one of the dr's reported today that the needle was dull. The needle repeatedly rolled off the femoral artery and was unable to immediately pass into the vessel. A femoral artery surgical patch was required to repair the dissection. The patient was reported as fine post the procedure."

Manufacturer narrative:
(B)(4).